Manufacturer narrative:
Device received with cracked case and cracked battery tube threads. However, device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms.

Event description:
The customer reported via phone call that the side of the insulin pump where the battery goes in there was crack. The customer¿s blood glucose level was unknown. Customer states the insulin pump was damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.